Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of this patient¿s death was unknown. It was not reported if an autopsy was performed. No additional information is available.